Event description:
Advocate stated her son received evening blood glucose readings of 319 and 322mg/dl on the contour meter. He took his insulin and did not eat. The next morning she witness her son falling off of the couch, having a seizure. She attempted to give him coke to drink. Additional blood tests on the meter, after the seizure were, 75, 257 and 200mg/dl. There was no mention of additional treatment. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.